Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that the electrodes were getting very hot and he took off the electrodes, the electrodes burned the skin. The patient stated that he was changing his electrodes every 2 days. I told the patient that I would send him a new assembly bag and a label to return the unit that he has and he stated that he would not be returning it as he has his attorneys on this case. The patient wants someone from the company to go over to his house to see what went wrong with the unit. I told the patient that I would forward this complaint and someone will be contacting him.I received a call from the patient's nurse sarah, who stated that the patient has an attorney because this is related to mva. The patient is highly allergic to latex. The nurse stated that the health aid tried on the electrodes and she did not get burned. I asked the nurse if the patient was allergic to acrylic and she said no. I called back the nurse to let her know that the electrodes did not have any latex.

Event description:
It was reported by the patient that the electrodes were getting very hot and he took off the electrodes, the electrodes burned the skin. The patient stated that he was changing his electrodes every 2 days. I told the patient that I would send him a new assembly bag and a label to return the unit that he has and he stated that he would not be returning it as he has his attorneys on this case. The patient wants someone from the company to go over to his house to see what went wrong with the unit. I told the patient that I would forward this complaint and someone will be contacting him. I received a call from the patient's nurse (B)(6) , who stated that the patient has an attorney because this is related to mva. The patient is highly allergic to latex. The nurse stated that the health aid tried on the electrodes and she did not get burned. I asked the nurse if the patient was allergic to acrylic and she said no. I called back the nurse to let her know that the electrodes did not have any latex. The 72r electrodes were not returned for evalautions. No furthe consequences have been reported.

Manufacturer narrative:
Corrections: b4 date of this report added, b5 updated the product was not returned for evaluation, d3 manufacturer address and email address, d4 unique identifier (UDI) number, g1 contact office, and manufacturer site, and g6 type of report. Additional information: a2 age at time of event, date of birth, d4 lot number, g3 date received by manufacturer, h2 if follow-up, what type, h4 device manufacture date, h6 component, investigation type, findings, and conclusions, h10 and h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record/certificate of conformance was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.